Event description:
Plaintiff was employed as driver, transportation director, residential counselor and relief worker for special needs and disabled adults who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: hand swelling, erythema, itchy and watery eyes, urticaria, shortness of breath and wheezing. Plaintiff alleges developing a latex allergy.